Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a rod that fell from automate 800 system during its normal operation and broke. The rod was connected to the tube adaptor loading arm and fell into the centrifuge before centrifugation start. This rod broke into three pieces and made some damage to the buckets and bowl in the centrifuge. No sample tube was broken and no operator exposure to biohazard was noted.

Manufacturer narrative:
Service was called to replace the centrifuge and the loading arm.